Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was noted that the pins were burnt. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.